Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Only two connectors of the tigerpaw system ii device with 9 connectors were engaged. The second tigerpaw system ii device with 7 connectors was successfully used to complete procedure. No known pt effect. No blood lost referred to this event.